Event description:
It was reported that during a femoral, contralateral approach to place an iliac stent, the distal marker band came off of the delivery catheter during deployment. The wire was running through the marker band, so the dr used a balloon to retrieve the marker band. No injury to the pt was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned to the manufacturing site for evaluation to date. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.